Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-20 - user's test strip had poor storage. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that replacement product is giving error messages. A separated complaint record will be generated.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 255 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 02/29/2020 and open vial date is 03/22/2019. The meter memory was reviewed for previous test result history (customer did not remember if some of the results were performed fasting or non-fasting): (B)(6).